Event description:
It was reported the patient received the following results within 15 minutes: 257 mg/dl (system 1) and hi (= higher than the measurement range of the meter) (system 2). The patient did not have hyperglycemia symptoms at that time.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.